Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). Following diagnostic testing the physician observed a tear in the left cylinder resulting in fluid loss. The cause of the tear is unknown. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). Following diagnostic testing the physician observed a tear in the left cylinder resulting in fluid loss. The ipp cylinder was explanted and a new ipp cylinder was implanted. The cause of the tear is unknown. The patient was stable following the procedure.

Manufacturer narrative:
Product analysis: the returned device was analyzed and the reported allegations of mechanical issue was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The reported allegations of fluid leak and a hole was confirmed, and based on the review of all available information the cause of the hold and fluid leak were determined to be attributed to sharp instrument damage.